Event description:
It was reported that a patient fell from the table after surgery.

Manufacturer narrative:
After several communication attempts with the hospital personnel, no information was able to be obtained regarding the product in the scope of the complaint or the potential adverse event.

Event description:
It was reported that a patient fell from the table after surgery.